Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported there was poor communication. The patient last felt stimulation a week or two ago. The patient did not know the last time they were able to successfully charge their device. The recharger and programmer were unable to connect to the implant since (B)(6) 2017. The patient attempted an antenna locate feature and was able to connect to the implant. The patient then saw a power-on-reset (por) screen. The patient was instructed to charge to ½ full and then call back to receive help clearing the por. The patient called back and was able to successfully clear the por. Stimulation was off and the patient stated they knew how to turn it back on. The patient had an appointment with their healthcare provider (hcp) on (B)(6) 2017 because they had a lot of pain in their left arm. The patient mentioned they had a seizure disorder and had difficulty with their memory. Additional information was received from a manufacturer's representative (rep). It was reported that the patient did not mention seizures to the healthcare professional (hcp) during their office visit on (B)(6) 2017. The cause of the power-on-reset (por) remains unknown. The patient's weight was provided. No further complications were reported.